Event description:
It was reported to medtronic neurosurgery that the valve was occluded straight out of the package.

Manufacturer narrative:
The device was not returned to the manufacturer as it was discarded at the hospital. Therefore an evaluation of the device was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.